Manufacturer narrative:
On system controller was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced unexplained power cable disconnect and red heart alarms while connected to the system controller. Upon presenting to the hospital, it was found that the black lead of the system controller was damaged. Pump stop and power cable disconnect events were found in the event log. The pt ex hanged to the back up system controller, but alarms continued. The pt exchanged to a new system controller and the issue resolved.